Event description:
Cardiology consult: seven years ago the patient had a dual-chamber ICD implanted for nonischemic cardiomyopathy and ejection fraction of 20%...had an ICD generator change 10 months ago. On last analysis of the device, however, had noise on the ventricular electrode...the patient clearly has a lead fracture. He is seen for consideration of explant of the lead and implant of a new ICD electrode. As noted, the patient has never received any shocks from his device whether appropriate or inappropriate. Operative report notes: "the device was delivered into the wound and the leads were dissected free from their adhesions to the fibrous capsule. Examination of the lead showed no evidence of insulation breaks or other damage to the lead within the pocket, itself. The leads were securely and properly within the header of the device."..." The leads were examined now under magnified fluoroscopy in order to attempt to identify externalize conductors which has been the mode of failure of this riata lead in others. No externalization rales could be identified.""a stylet was passed down the riata lead and the active fixation device withdrawn. Gentle traction on the lead failed to dislodge it and accordingly, the stylet was removed, the lead was amputated and a laser locking stylet was passed down the length of the lead. Using a 16-french excimer laser, we were able to remove this lead in its entirety without difficulty or complication."..."taken to pacu in satisfactory condition having tolerated the procedure well."